Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 559 mg/dl and a bolus via pump was delivered to address bg. Customer alleged the pump was the cause of the event. No additional information was provided and customer declined tandem technical support¿s offer to perform a system check.